Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm was not holding a charge. The patient stated that they were currently in the hospital but was not sure if it was due to the pod or mismanaging his diabetes due to not having supplies. No other information was given about the status of the patient.